Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as unidentified (tear). Shell thickness was within specification). No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported a left side "intracapsular device rupture diagnosed with ultrasound." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side "intracapsular device rupture diagnosed with ultrasound." Device remains implanted.

Event description:
Healthcare professional reported a left side "intracapsular device rupture diagnosed with ultrasound." Device has been explanted.

Manufacturer narrative:
Device photo analysis: it is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.